Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high, out-of-range pace impedance measurements and noise. Additionally, inappropriate anti-tachycardia pacing (atp) was delivered due to the oversensed noise. Noise and impedance issues were not reproducible with pocket manipulation, and there was no subclavian crush noted via fluoroscopy. Subsequently, this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5188179.